Event description:
It was reported that ventricular noise observed through merlin.net alert. Programming changes were made. The device remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.